Event description:
The user facility reported to terumo cardiovascular prior to cardiopulmonary bypass surgery, during prime, the inlet line to the centrifugal pump fell off. There was no pt involvement, the product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device and intends to submit a follow-up report once more info becomes available.